Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a minimum fill estimate after filling the cartridge with 200 units of insulin. Customer then received a cartridge change error. Another cartridge was used and was successfully loaded with insulin. Customer's blood glucose was 128 mg/dl.